Event description:
Found during incoming inspection and testing. Customer called to report that device failed the power-up self test and logged a fault code related to the biphasic energy delivery.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.